Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product/family: scs-linear leads-MRI, upn:m365sc2408560, model:sc-2408-56, serial: (B)(6), batch: 7078379/7078381.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.